Manufacturer narrative:
Patient age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed lesion was located in the severely calcified mid left anterior descending (lad) artery. A 1.50mm rotalink burr was selected to treat the target lesion. The rotalink burr was platformed to 160,000 rpm. During the procedure, the rotation speed decreased from 150,000 rpm to 140,000 rpm. At this moment, it was noted that the burr was lodged in the vessel. The physician inflated an unspecified balloon catheter to remove the burr. The patient was sent to the intensive care unit for further observation and later discharged. No further complications were reported and the patients' status is stable.